Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The event is consistent with a hypersensitivity type reaction. Hypersensitivity or allergic adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established. UDI: (B)(4).

Event description:
A report was received on (B)(6) 2025 from the nurse of a 29-year-old male patient with a medical history including end stage renal disease, who stated the patient experienced a neck rash, cyanosis of fingers and lips, and became unresponsive during an in-center hemodialysis treatment on (B)(6) 2025. Additional information was received on 02 dec 2025 from the nurse who stated the patient was treated with oxygen, 0.3mg intramuscular epinephrine, 50mg intravenous diphenhydramine (benadryl) and 125mg intravenous methylprednisolone (solu medrol). Emergency medical services (ems) were called, and the patient was transported to the hospital on (B)(6) 2025. The patient was stabilized, received a hemodialysis treatment, and discharged same day with a plan to resume hemodialysis therapy utilizing a system from another manufacturer.